Event description:
Procedure type: take down of colostomy. According to the reporter: the patient was returned to the operating room for re-operation due to a staple line leak. The problem was fixed with additional stapler devices.